Manufacturer narrative:
Correction: g2 MFR site, h6 clinical code, method code, results, conclusion code. The reported event could be confirmed. The devices were not returned but evidences were provided, based on provided x-rays, which matches the alleged failure. Since data were provided, the opinion of a medical expert was sought and stated as following: "the x-rays confirm the alleged event of a dislocation of shoulder joint with the reverse shoulder arthroplasty device". "Most likely the reason for dislocation can be contributed to insufficient soft tissue tension, addressed by the initial surgeon with a more lateralized glenosphere and thicker polyethylene insert. Unfortunately, this did not prove to be sufficient in this patient. From the x-rays that were sent I couldn¿t detect any device-related issues, the initial positioning looks to be in order. It is known that in fracture patients, joint stability can be an issue. This is often multifactorial. From the limited amount of information a complete assessment cannot be made". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to dislocations at 8 weeks and 10 weeks post-op. All implants were removed and a djo system was re-implanted using a larger glenosphere (44mm) and a semi-constrained poly insert.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to dislocations at 8 weeks and 10 weeks post-op. All implants were removed and a djo system was re-implanted using a larger glenosphere (44mm) and a semi-constrained poly insert.